Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) approximately five years post implant associated with a battery voltage of 2.52 and a charge time of 25.3 seconds. Boston scientific technical services (ts) discussed the option of saving device memory to a disk for analysis. A device replacement was planned. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device was explanted and replaced approximately two months later. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. This device is included in the (B)(4), 2007 shortened replacement window advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.